Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new waver of high oxygen, high discomfort lenses", (B)(6). Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us. Company contact information was provided. On (B)(6) 2009, the complainant posted: "I wish I'd seen this blog sooner. I switched to the oasys a year ago, and have been fighting ulcers in my eyes for the past 6 months. Bacteria, poor care of contacts/cases, overuse, and seasonal allergies were always blamed. I've spent hundreds in doctors appointments, medicine, and various treatments trying to clear this up. Before I switched to oasys, I'd been wearing contacts for almost 20 years without any problems at all. I'm furious. I have an appointment with my ophthalmologist tomorrow. You'd better believe I'm going to be talking about this."

Manufacturer narrative:
This report is for the right eye. The complainant's profile was no longer available on the site. Unable to send a message to this pt. The severity of alleged "corneal problem" is unk. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeled for single use or reuse. (B)(6).